Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the tip of the drill broke at the time of over drilling. The broken tip was removed using forceps. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The entire drill head has broken off from the shaft. The drill shaft is heavily scored proximal to the break. The shaft is slightly bent. The break site is damaged in a manner that is consistent with contact with the guide wire. The guide wire is bent on two planes and is heavily scored at the bend locations. Attempting to drill guide wire in this condition would require excessive force. Excessive forces applied to the instrument can result in this type of failure. Use error cannot be ruled out as the most likely cause for this event.